Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient believes his pacemaker pocket is infected. There is swelling and a bump at the device area. The patient was inquiring if an infection is common after five months of implant time and also if people have allergic reactions to titanium. The patient had testing performed at his physician's office; it is unknown if the testing was for the suspected infection or allergy testing. No results were provided. No adverse patient effects have been reported.